Event description:
It was reported that the patient presented to clinic for follow up. Upon interrogation, the atrial lead exhibited high capture thresholds and undersensing; insulation anomaly was suspected. The lead was explanted and replaced. The patient was doing well post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: final analysis found insulation abrasion exposing the outer coil at 16.5 cm to 16.8 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. The abrasion found most likely contributed to the reported noise problem.